Event description:
It was reported that the pump module alarmed "continuously" and and customer reports "interrupting the rest needed by the patient". The pump alarms for occlusion when the patient moves their hand. There was patient involvement but no reported patient harm. Customer would like a product enhancement request to have the clinician's phone ring when the pump alarms.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that the pump module alarmed "continuously" and customer reports "interrupting the rest needed by the patient". The pump alarms for occlusion when the patient moves their hand. There was patient involvement but no reported patient harm. Customer would like a product enhancement request to have the clinician's phone ring when the pump alarms.

Manufacturer narrative:
Additional information: manufacturer narrative the actual date of event is unknown. Investigation summary: the reported complaint that the pump module alarmed for nuisance occlusion alarms was not confirmed as no devices or logs were received for investigation. Per bd alaris system v12.3.1 user manual states: occlusion detection - the optimal occlusion alarm limit setting achieves a balance between the risk of false alarms and timely response to occlusions. To avoid interruptions in therapy, the limit should be set at a value higher than the expected actual working pressure, which will allow normal events such as patient movement and titrations to occur without alarms. No devices were returned for this investigation; therefore, inspection and testing could not be performed. No devices were returned for investigation; therefore, the review of the device logs was unable to be performed. A product enhancement request (per) will be assessed ¿to have the clinician's phone ring when the pump alarms.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the pump module alarmed for nuisance occlusion alarms is being attributed to the occlusion errors when patients move their hands or arms. The probable cause of the occlusion errors when patients move their hands is being attributed to the occlusion detection limit being set at a lower value which can trigger the alarm frequently.

Event description:
It was reported that the pump module alarmed "continuously" and customer reports "interrupting the rest needed by the patient". The pump alarms for occlusion when the patient moves their hand. There was patient involvement but no reported patient harm. Customer would like a product enhancement request to have the clinician's phone ring when the pump alarms.